Event description:
It was reported that a nipride drip was started to control blood pressure. The tubing was primed and placed within the channel on a pump module, and the pump module had already been scanned and programmed. As soon as the tubing was connected to the patient, the patient's blood pressure quickly dropped. The channel was turned off and vasopressors were resumed to increase blood pressure. The nipride was disconnected from the patient and it was noted that the medication continued dripping even though it was locked into the channel and the channel was off. After the intervention, the patient's blood pressure recovered.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Not applicable. Device evaluated by bd.

Event description:
It was reported that a nipride drip was started to control blood pressure. The tubing was primed and placed within the channel on a pump module, and the pump module had already been scanned and programmed. As soon as the tubing was connected to the patient, the patient's blood pressure quickly dropped. The channel was turned off and vasopressors were resumed to increase blood pressure. The nipride was disconnected from the patient and it was noted that the medication continued dripping even though it was locked into the channel and the channel was off. After the intervention, the patient's blood pressure recovered.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a nipride drip was started to control blood pressure. The tubing was primed and placed within the channel on a pump module, and the pump module had already been scanned and programmed. As soon as the tubing was connected to the patient, the patient's blood pressure quickly dropped. The channel was turned off and vasopressors were resumed to increase blood pressure. The nipride was disconnected from the patient and it was noted that the medication continued dripping even though it was locked into the channel and the channel was off. After the intervention, the patient's blood pressure recovered.

Manufacturer narrative:
Correction: type of reportable events. Additional information: imdrf annex a,g,c and d codes.